Manufacturer narrative:
B3: customer indicated an event date of 31-nov-2025. However, november contains only 30 days. H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that in the operating room, the anesthesiology attending physician performed intubation tube with the macintosh laryngoscope and postoperatively in the ICU, the ventilator triggered a low inspiratory pressure alarm. Per reporter, a cuff leak was confirmed, and the device was replaced. No adverse event was reported.

Manufacturer narrative:
One unit was received for evaluation in used condition. As received linear cuts were observed on the cuff of the set. The deformation of the cuts showed clean edges. The complaint of leakage can be confirmed due to the cuts observed. The probable cause of the cuts is unknown. A lot of history review could not be conducted because no lot number was provided by the customer.